Manufacturer narrative:
Catheter.

Event description:
The pt was experiencing refractory spasticity and getting no relief from the spasticity. The catheter was replaced. The pt recovered without sequela. The device system was used to deliver baclofen.